Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that for the last week, they could not give herself an extra bolus when they need it. The patient stated that they were getting a message which was unable to find the pump, searching for the device, and turn on device. The patient stated that the device was not connected to do a bolus. The agent assisted the patient with resetting the communicator and handset. The agent assisted the patient with deleting the data. The patient service assisted the patient with deactivating tutorial screen. The agent asked the patient to connect with the devices and the device connected very fast and screen showing lockout information. The troubleshooting steps that were taken on the call resolved the issue.